Manufacturer narrative:
The initial MDR 2432235-2016-00398 was filed on july 26, 2016. Additional information (07/18/2016): siemens healthcare diagnostics has identified an issue with the ratio equation provided on the advia® chemistry xpt system software test definition (tdef) version 1.0 disks. This issue affects only the advia chemistry hemoglobin a1c_3 automated pretreatment (a1c_3) results when hba1c values are reported in international federation of clinical chemistry (ifcc) equivalent units (hba1cr). Urgent medical device correction (umdc) chsw16-02.a.us was sent to customers in the united states in july 2016 and corresponding urgent field safety notice (ufsn # chsw16-02.a.us) to all outside us advia chemistry xpt customers. The umdc and ufsn are entitled "issue with ifcc ratio equation for the advia chemistry hemoglobin a1c_3 automated pretreatment assay." The umdc and ufsn describe the issue with the ifcc ratio equation, the risk to health and actions to be taken by the customer to prevent reporting of results.

Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc specialist determined that the automated (B)(6) ratio formula for the calculation of hba1cr was incorrect on the advia chemistry xpt a1c_3 version 1 test definition disk. The hsc specialist confirmed the customer's findings. The error in the test definition disk was that an addition sign in the formula had been incorrectly replaced with a minus sign. The customer is currently using an alternate platform to perform a1c_3 testing. The cause of the discordant a1c_3 results on multiple patient samples is due to the incorrect automated (B)(6) ratio formula for the calculation of hba1cr.

Event description:
The operator of an advia chemistry xpt instrument contacted a siemens customer care center (ccc) specialist and stated that they obtained discordant hemoglobin a1c_3 (a1c_3) results on multiple patient samples. The customer provided four examples of the discordant results. The discordant results had been reported to the physician(s), who questioned them as the results did not match the clinical picture of the patients. The samples were repeated as indicated and the corrected results were reported to the physician(s). Additional discordant a1c_3 results were also provided. Those samples were repeated on an alternate platform and on the same advia chemistry xpt instrument, resulting different that the initial results. It is unknown if the corrected results for those samples were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low a1c_3 results.